Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed clock monitor frequency error, off no power anomaly and unable to remove the battery cap. Customer's blood glucose was 86 mg/dl. Troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or display anomaly was noted. The insulin pump had normal operating currents. No damage was noted to the liquid crystal display isolation tape. The insulin pump passed the self test and no error alarm was noted. The insulin pump was received with a stripped battery cap coin slot, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.